Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 3000 ug/ml of fentanyl at 912.3 ug/day and 30 mg/ml of bupivacaine at 9.123 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the patient observed a 8474 error code on their personal therapy manager (ptm). The patient confirmed that they had not been exposed to any emi, MRI or testing. The patient reported that their pump was to be replaced the following month. The hcp later reported that interrogation of the pump on (B)(6) 2017 confirmed safe state with a reset. The patient was not hearing a critical alarm. According to the pump logs, the low battery, reset, and safe state occurred on (B)(6) 2017 at 1026. It was reported again that the patient's pump was scheduled to be replaced on (B)(6) 2017 as eri of 10 months was confirmed on (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported that the patient returned to the surgeon and had the battery changed. The cause of the low battery reset, reset, safe state, and patient's inability to hear the alarm was unknown. The patient's weight was unknown. The issue was considered resolved. It was confirmed that the pump was explanted. No symptoms were reported. No further complications were reported.